Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. X-rays were returned for evaluation and it was concluded that this incident happens frequently in young patients. It was a regular metal ablation. The break occurred due to a strong mechanical burden. No product failure could be ascertained.

Event description:
It was reported that during material removal, one cortex screw had grown together with the bone and was not removable. The screw was bored. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: x-ray images were taken - exact date unknown. Additional product code for this report includes hrs. Original implant date unknown. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. This is report 1 of 1 for complaint (B)(4). (B)(4). Incorrect 510k chosen on initial should be k131186.

Event description:
This is report 1 of 1 for complaint (B)(4).